Manufacturer narrative:
The device will not be returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Information received from the same report as MFR: 2029214-2016-00926.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left paraopthlamic segment of the internal carotid artery, two pipelines did not open distally. It was reported that during deployment of the first pipeline (ped-450-14) the physician had to re-sheath the device out over the unp rotected distal braid and the ptfe flaps had come undone. The distal segment of the device was able to initially expand and appose the wall. When the physician resheathed and re-delivered, the distal edge of the pipeline was noted to be damaged and would not open properly. The pipeline was removed with the microcatheter. A second pipeline (ped-500-14) was attempted and the physician decided to open the device distal to the desired landing zone and drag it back. Once the physician had the device in the desired location the push wire was advanced and the device had an unprotected edge as the ptfe flaps were off of the device. The device then moved 2 mm distally and at that point the distal edge ceased opening properly. The pipeline was pulled back through the microcatheter and removed from the patient. A new pipeline was used to complete the procedure. No patient injury was reported.